Event description:
It was reported that the patient was experiencing right abdominal pain when stimulation was turned on or off. Reprogramming was attempted, however, unsuccessful. X-ray was taken and showed that the lead was eccentric to the right side and appeared to be irritating a nerve root on the right hand side in the abdomen. The patient underwent a revision procedure wherein the percutaneous lead was replaced with a paddle lead. The patient was doing well post operatively. No device malfunction was suspected. The explanted lead was discarded.